Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37092, lot# 277160001, implanted: (B)(6) 2011, product type: accessory; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3550-39, lot# n278581, implanted: (B)(6) 2011, product type: accessory; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that ¿about 4 months ago¿ the patient started feeling stimulation down the left leg instead of the right leg which is where stimulation is supposed to be delivered. It was noted that there was a communication problem. It was noted that he felt ¿stimulation¿ at a low intensity but then it would increase. It was noted that the patient started having trouble charging after this problem started and had not charged the implantable neurostimulator (ins) for 3 months. It was noted that the reporter was helping the patient with a physician mode recharge (pmr). It was noted that an antenna locate was not successful. It was noted that overdischarge was potential. Additional information received reported that the patient had been experiencing stimulation in both legs when it should only be in the right leg. It was noted that the stimulation was addressing right leg before ¿approximately 4 months ago.¿ it was noted that the stimulation was in back and other leg and that it caused discomfort. It was noted that however the stimulator was programmed the patient received bilateral stimulation. It was noted that the patient had buttock pain near the implant. It was noted that stimulation was perfect for 2 years and they used the same electrode set but the stimulation has shifted without being prompted. It was noted that the patient was pulled out of overdischarge. It was noted that the patient came back and had the power on reset (por) cleared and the patient noted that the buttock pain resumed once the patient got the device charged and operational. It was noted that the patient had pain in the left buttock area near the implant that stopped when the device was overdischarged. It was noted that all of the impedances were in normal range approximately 500-1500 ohms. It was noted that when the patient palpated the device or touched it, it increased the pain that the patient experienced. Additional information received reported that the patient was seen on (B)(6) 2014 and reprogramming was done. It was noted that the stimulation was still in the same wrong position. It was noted that instead of unilateral coverage, the patient reported bilateral and back coverage which was not needed or comfortable. It was noted that impedances were normal. It was noted that no malfunctions were seen as the cause of the issue. It was noted that x-rays were done of the lead and from the initial operation report on the placement of the lead placement it seemed that the leads may have migrated down 1-2 levels. It was noted that they were trying to get approval to do a revision or replacement of the leads and battery. It was noted that there was no dates set as of the time of report. It was noted that the patient was not receiving any effective therapy at the time of report. Additional information was requested but was not available as of the date of this report.